Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation a lot history review (lhr) of rebs0741 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that catheter flushing for patient in oncology radiation department went smoothly. Resistance was felt during catheter delivery, and the catheter was removed therefore. It was found its tip had been torn by guidewire. A new catheter was used and inserted successfully.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a torn catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC, with inlaid stiffening stylet. The sample contained blood-like usage residue within the catheter and the stylet was bent at the distal edge of the luer cannula. Microscopic examination of the tip region revealed two holes near the terminating end of the inlaid stiffening stylet. The holes were of similar size to the stylet diameter and were located approximately 180° opposite each other. Microscopic examination of the stylet, with a specific focus on the distal tip, was unremarkable. The tip appeared well rounded and appropriately formed. The complainant had indicated that the flushing step ¿went smoothly¿ and the observed damage was indicative of abnormal relative movement between the stylet and catheter. Tip damage would have manifested during the flushing step which suggested that the damage occurred during use.

Event description:
It was reported that catheter flushing for patient in oncology radiation department went smoothly. Resistance was felt during catheter delivery, and the catheter was removed therefore. It was found its tip had been torn by guidewire. A new catheter was used and inserted successfully.